Event description:
It was reported by the patient's wife that her husband underwent an inguinal hernia repair procedure in 2007 and mesh was implanted. The patient has experienced pain at the groin site that radiates down his leg post-operatively. The patient saw the surgeon for follow-up, and the surgeon had no recommendations other than over-the-counter pain medication. The patient then saw a pain specialist who suspected nerve entrapment and prescribed cortisone injections and a nerve-blocking agent, gabapentin. These measures have been unsuccessful in alleviating the patient's pain. The patient is currently seeking another opinion from a medical doctor. Additional information was requested.

Manufacturer narrative:
(B)(4) - pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.